Manufacturer narrative:
Corrected data: date of event. The exact event date is not known. As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: as a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Approximately five years after the filter implantation, the patient was admitted with ¿acute fully obstructing¿ bilateral deep vein thromboses (dvt) that extended from the femoral vein and downwards. After discharge, the patient required extensive home health care for pain, swelling, ulcerations, skin discoloration and severe discomfort. Approximately five years and eleven months after filter implantation, the patient underwent an abdominal computerized topography (CT) scan for unrelieved symptoms. This revealed collateral vessels within the retroperitoneum and in the subcutaneous fat of the ventral abdomen. This was suggestive for possible occlusion and/or thrombosis of the vena cava at or downstream form the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Vena cava thrombus and/or occlusion could not be confirmed without films for review. This event does not represent a malfunction of the device. Swelling, skin discoloration and ulceration do not represent a device malfunction and may be related to underlying co-morbidities. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of hypertension, obesity, deep vein thrombosis (dvt), pulmonary embolism (pe), neurodermatitis, stasis dermatitis and right toe amputation. The indication for the filter placement was not reported. Approximately five years after the filter implantation, the patient was hospitalized for a month with acute fully obstructive bilateral dvt extending form the femoral veins downward. The patient required extensive post-discharge home health care and experienced persistent pain, swelling, ulcerations, skin discoloration and severe discomfort. Approximately five years and ten months after the filter implantation, the patient experienced bilateral leg pain and swelling over the previous three weeks. Diagnostic testing revealed partial chronic thrombus within the right femoral vein from just above the knee to 5cm below the sapheno-femoral junction. There was no evidence of superficial or dvt in the left leg. Approximately five years and eleven months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed collateral vessels within the retroperitoneum and in the subcutaneous fat of the ventral abdomen. These findings were reported to be suggestive of occlusion and/or thrombosis of the vena cava at the level of the filter or downstream from it. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported swelling, skin discoloration and ulcer, pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section h6: health effect - clinical code: code 4440 was used for 'chronic thrombus in the right femoral vein.' Section h6: health effect - clinical code: code 2422 was used for 'venous occlusion of right femoral vein '.

Event description:
Additional information received per the medical records indicate that the patient has a history of hypertension, obesity, deep vein thrombosis (dvt), pulmonary embolus (pe) with filter implant, neurodermatitis, stasis dermatitis and right toe amputation.   Approximately five years and eleven months after the index procedure the patient experienced pain and swelling in both legs for three weeks. The results of venous imaging scans indicated partial chronic thrombus in the right femoral vein from just above the knee to 5 cm below the sapheno-femoral junction. There was no evidence of superficial or deep vein thrombosis in the left leg. Approximately ten days later, the patient had arterial imaging scans which indicated mild segmental disease in the major arteries of both legs. The plan is for the patient to undergo definitive therapy for venous occlusion of right femoral vein.

Event description:
Information received per additional medical records indicate that the patient has a history of psoriasis, depression, chronic anticoagulation, chronic kidney disease, arthritis, retinopathy and hypoxia. Approximately four years and ten months after the index procedure the patient was hospitalization for acute deep vein thromboses (dvt) of their bilateral common femoral veins and sepsis secondary to upper respiratory infection (uri). Approximately five years and seven months after the index procedure the patient was diagnosed with new onset diabetes type ii. Approximately seven years and nine months after the index procedure the patient was hospitalized for respiratory failure, fluid overload secondary to chronic kidney disease, new onset atrial fibrillation and chronic dvt. Approximately seven years and eleven months after the index procedure the patient experienced chronic leg edema. He was evaluated for hospice care secondary to his inability to care for himself at home. Approximately eight years after the index procedure the patient experienced swelling of scrotum secondary to infection. Two weeks later the patient was seen after two episodes of rectal bleeding. He was noted to be in hospice care

Manufacturer narrative:
The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient had placement of optease inferior vena cava (ivc) filter. Per the medical records, history includes hypertension, obesity, dvt, pulmonary embolus (pe) leading to filter implant, neurodermatitis, stasis dermatitis psoriasis, depression, chronic anticoagulation, chronic kidney disease, arthritis, retinopathy and hypoxia, and right toe amputation. The filter subsequently malfunctioned including acute obstructive bilateral deep vein thromboses (dvts) extending from the femoral veins down, pain, swelling, skin ulcerations, and discoloration. Approximately 5 year post implant, the patient had an episode of dvt, and sepsis secondary to upper respiratory infection (uri). Approximately five years and ten months after the index procedure the patient experienced pain and swelling in both legs for three weeks. Approximately five years and seven months after the index procedure the patient was diagnosed with new onset diabetes type ii. Approximately 6 years post implant, a CT scan revealed an optease ivc filter, collateral vessels within the retroperitoneum, occlusion of the ivc at or downstream from the filter. Venous imaging indicated partial chronic thrombus in the right femoral vein from just above the knee to 5 cm below the sapheno-femoral junction. Approximately ten days later, arterial imaging scans indicated mild segmental disease in the major arteries of both legs. The plan was for the patient to undergo definitive therapy for venous occlusion of right femoral vein. Approximately 8 years post implant, the patient was hospitalized for respiratory failure secondary to chronic kidney disease, new onset atrial fibrillation and chronic dvt with edema. Approximately eight years post implant, the patient had scrotal swelling secondary to infection. Two weeks later the patient was seen after two episodes of rectal bleeding. He was noted to be in hospice care.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling, skin ulcers and discoloration and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. Per the medical records, history includes hypertension, obesity, deep vein thrombosis (dvt), pulmonary embolus (pe), depression, left eye blindness, kidney disease, arthritis, retinopathy, hypoxia, neurodermatitis, psoriasis, stasis dermatitis and right toe amputation. The filter subsequently malfunctioned including ivc thrombosis and occlusion, pain and swelling in the legs, and discoloration and ulcerations of the leg skin. Approximately four years and ten months after implant, the patient has an uri (upper respiratory infection) and bilateral dvt. Approximately 5 years post implant, the patient experienced recurrence of dvt, involving bilateral legs from the femoral veins downward. After the hospitalization, the patient had pain, swelling, ulcerations, skin discoloration, and severe discomfort in both legs. Approximately five years and seven months after the index procedure the patient was diagnosed with new onset diabetes type ii. Approximately 6 years post implant, a CT scan revealed, the ivc filter, collateral vessels within the abdomen, possibly related to ivc occlusion. Venous imaging showed chronic venous thrombosis. Arterial imaging noted mild segmental disease in the major arteries of both legs. Approximately seven years and nine months after implant, the patient had respiratory failure secondary to the chronic renal failure, new onset atrial fibrillation and chronic dvt. Approximately seven years and eleven months after implant, chronic leg edema was treated, and hospice was consulted. Approximately eight years after implant, swelling of the scrotum secondary to an infection and rectal bleeding. Care was being given in a skilled nursing facility with the plan of care including strengthening and independence goals. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis, occlusive thrombosis and occlusion within the filter and vasculature do not represent a device malfunction. Swelling, pain, skin discoloration, and skin ulcer do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Records received from a skilled nursing facility state that the patient was diagnosed with weakness and difficult mobility. In addition to including some of the previously reported history, the records state that the patient also has a history of left eye blindness, peripheral edema, urinary tract infection (uti), osteoarthritis and sleep apnea. Frequent falls at home were noted. The patient's plan of care includes improved independence, strength and balance training.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: approximately 5 years post implantation patient was hospitalized for a month diagnosed with acute fully obstructing bilateral deep vein thromboses (dvts) extending from at least the femoral veins down. After discharge from hospital, patient required extensive home health care, and patient¿s pain, swelling, ulcerations, skin discoloration, and severe discomfort persisted. Approximately 5 years and 11 months post implantation, patient underwent an abdominal computerized topography scan. The CT scan revealed an optease ivc filter, and noted that there are collateral vessels within the retroperitoneum that raise question of occlusion of the cava at or downstream from the filter, there are collateral vessels seen in the subcutaneous fat of the ventral abdomen as well, the presence of collateral veins raise probability that there is thrombosis of the cava at or downstream from the filter. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.